Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon string separated from the pledget in one piece, leaving the pledget inside her vaginal cavity. She received assistance from her husband to manually remove the pledget. She did not seek medical attention and did not experience any adverse health effects.